Event description:
It was reported, that during surgery for super eon replacement, when the surgeon was broaching the femoral channel with #7 broach, the #7 distal tip extension fell out in the pt's channel. The surgeon didn't noticed it, pulled out the #7 broach and then inserted #8 broach. While the surgeon was broaching with the #8 broach, the proximal femoral tip was damaged, as a result the surgeon switched to insert a cement stem. The #7 distal tip extension still remains in the pt's femoral channel.